Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported that during the hcp's training back in 2007 there was a case where an implantable neurostimulator (ins) kept resetting itself when a doctor was trying to program it. The ins ended up being replaced as there was an issue with the device. Additional information received indicated that the hcp provided no further information related to this event.